Event description:
It was reported patient underwent manipulation under anesthesia two months post implantation due to stiffness and arthrofibrosis. Attempts to obtain additional information have been made; however, no more is available. Upon manipulation under anesthesia it was noted post-op there was a flexion is improving- able to bend quite well on her own, when walking, reports feeling of stiffness, feels continuing to progress slowly ¿ off all pain medications, no signs of subsidence or loosening.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized (ps), catalog # 42500006202, lot # 64967432; all-poly patella, catalog # 42540200029, lot # 65089278; tibia cemented 5 degree stemmed right size c, catalog # 42532006402, lot # 65002064; palacos cement w/o antibiotics ¿ 2 bags, catalog # unknown, lot # unknown. Device evaluated by MFR: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2023-00028 and 0002648920-2023-00021. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.